Event description:
The customer contacted physio-control to report that a pin from a therapy cable assembly had broken off and become lodged into the device's therapy connector. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's therapy connector assembly and removed the quik-combo (qc) therapy cable assembly, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer purchased a replacement qc therapy cable assembly to replace the damaged one. Physio further examined both the removed therapy connector assembly and the damaged qc therapy cable assembly and confirmed that pins from the qc therapy cable assembly had broken off and become lodged inside the connector. This prevented a good qc therapy cable from being plugged into the device. Additionally, the damaged qc therapy cable assembly was missing broken pins and as a result would not be detected by a known working unit.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.